Event description:
Safari wire was used to cross the aortic valve. Abbott navitor valve was advanced into aortic valve and deployed. Wire and delivery system withdrawn, and wire was noted to be uncoiled. Wire was inspected and it was determined that no fragments were retained in the patient. X-ray was used to confirm as well. Staff alerted and all safari wires with the same lot number were removed from the shelf.